Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update with information received (h11). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the following: the distal end cover was not installed properly. Stress from friction caused by twisting and pushing and pulling inside the body cavity, or interference with the mouthpiece, was applied to the distal end cover during procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: operation - precautions: preparation and inspection - attaching accessories to the endoscope. Additional information received: it was reported that the proximal end of the retrieved distal cover was damaged. No anti-fog agent or other chemicals were applied to the scope lens. After attaching the distal cover, the customer did confirm that the cover was not damaged, and the customer checked to make sure that they could not pull or twist the distal cover off. Furthermore, the distal cover was firmly pushed in until the hook of the distal ring was fully visible within the distal cover opening as shown in the latest instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell into the patient. When the customer went to clean the scope at the bedside post procedure, they noticed the distal end cover was not on the scope. The physician went back in with an egd scope and retrieved the cover. The patient was kept anesthetized a "little bit longer" than planned. No other intervention was required and the condition of the patient was not impacted.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000442. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.